Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015. Event site telephone: (B)(6).

Event description:
It was reported that during use, the power suddenly turned off and rebooted after a battery operation alarm sounded. It turned off once and then back into operation, and went into standby mode once. There was no patient harm. Manufacturer's ref.#: (B)(4).